Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The trailing haptic broke off during insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot number were not specified by the facility.